Event description:
It was reported via repair work order that the zoom disengages during use due to malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial was issued without the PMA/510(k)#. This has been included in this supplemental report.

Event description:
It was reported via repair work order that the zoom disengages during use due to malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.